Event description:
Two incidents occurred in the operating room involving mayfield skull clamps. In both cases the pt sustained head laceration from the clamps. In the first case, the provider was attempting to attach the clamp to the base and was adjusting the locks when the pt sustained a laceration. In the second case, the pt's head was being positioned in the head holder with three pins. One of the pins slipped causing a laceration.